Manufacturer narrative:
Based on the information provided by the reporter, the headed pin length 70 mm was used to holds the 5-in-1 femoral resection guide and tibial cutting guide on the patient's bones, the damage on the headed pin occurs generally when the device is impacted slightly tangential with a sclerotic bone. The 5-in-1 femoral resection guide used during this incident is not a product distributed on the us market. Without the return of the broken headed pin (discarded by the healthcare facility) and the batch number unknown, the analysis of the manufacturing history records could not be performed. A replacement of all headed pins in stock at this healthcare facility has been performed and the devices were returned to us for analysis. The review of manufacturing history records of the returned devices show that the headed pins have been manufactured according to our specifications and drawings including hardness. The devices have been inspected during manufacturing process and no anomaly was detected related to the incident.the review of the internal vigilance database reveals that 2 others incident were recorded for headed pin breakage with part remaining in the patient's bone. One incident occurred in 2013 and the other incident were recorded in 2021 by the same surgeon (see MFR report number 3009590-2021-00002, submission name (B)(4)). The conclusions of the previous incident in 2013 concluded that the breakage was due to a misuse or a hard patient's bone with a higher resistance than usual. The visual analysis of the device returned (14 devices) by the healthcare facility show that the majority (9 on 14) are slightly bent. According to our instruction for use no103 for amplitude reusable surgical instruments : "inspection, functional testing and maintenance, it is specified that all instruments should be visually inspected and check for damage and wear. If damage or wear is noted during inspection, the instruments should be returned to amplitude and a replacement should be requested." Without the return of the involved device (discarded by the healthcare facility) the breakage profile cannot be determined and root cause of the breakage cannot be clearly identified. According the elements in our possession the origin of the breakage cannot be established, but we cannot exclude the use of a bended device.

Event description:
On (B)(6) 2021, during removal of a headed pin length 70 mm used to maintain the femoral resection guide 5 in 1, it was detected by the surgeon that the distal part of the headed pin was broken and remained implanted in the patient's bone. The surgeon decided to remove the broken part that lead to an extended surgery time of 45 minutes. The implantation of the knee prothesis was finalized without issue.